Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured and a pinhole in the middle part was found. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.